Event description:
The customer returned a device to int'l affiliate technical services for repair of physical damage. Upon inspection, the fuse cover was melted and the user interface module printed circuit board was burnt. F/u with the facility revealed that during transport on a IV pole, with no pt involved, the pole fell over and the facility contact reported flames coming out the side. The user (nurse) was not injured during this event.

Manufacturer narrative:
The pump is in the process of being evaluated. A f/u report will be filed upon completion of the eval or if any add'l details become avail.